Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 20 mg/ml; 8.496 mg/day and bupivacaine 1 mg/ml; 0.4248 mg/day via an implantable pump. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/ symptoms noted as withdrawal symptoms. The patient had a loss of therapy. No specific symptoms were reported. A motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2016 at 21:25. The patient did not recently have magnetic resonance imaging. A rotor study and dye study were not performed. The pump was replaced on (B)(6) 2016. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump on 2016-08-30 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The pump¿s log revealed a motor stall occurred on (B)(6) 2016 at 23:37 followed by motor stall recovery on (B)(6) 2016 at 13:56 (it was not specified if motor stall recovery occurred before or after the pump replacement procedure on (B)(6) 2016).

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.